Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline breast implant prosthesis. Post-operatively, the patient reported the left breast was drooping lower and not as full as the right breast. She also experienced pain underneath and on the side of the left breast. Her arms are weaker than before when attempting to lift them and a lump is present under the left arm. When she is asleep, it feels like the implant is leaking out with a sensation of coolness inside the breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline breast implant prosthesis. Post-operatively, the patient reported the left breast was drooping lower and not as full as the right breast. She also experienced pain underneath and on the side of the left breast. Her arms are weaker than before when attempting to lift them and a lump is present under the left arm. When she is asleep, it feels like the implant is leaking out with a sensation of coolness inside the breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).